Manufacturer narrative:
Correction as explant date was unknown not estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of explant is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a shocking sensation. As a result, the patient underwent surgical intervention, wherein the ipg was explanted. Date of explant is unknown.